Manufacturer narrative:
Additional patient codes: 2091/swelling; 1932/inflammation. The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. Follow-up is being sent to correct information sent in field catalog number and lot number. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered.

Event description:
The clinician reported that over 2 years after the dental implant was placed in ada site 5 in the patient's mouth, the implant lost osseo- integration. The clinician noted the patient's infection, pain, inflammation, bone loss, swelling, poor bone quality/qty. And implant mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Event description:
The clinician reported that over 2 years after the dental implant was placed in ada site 5 in the patient's mouth, the implant lost osseo- integration. The clinician noted the patient's infection, pain, inflammation, bone loss, swelling, poor bone quality/qty. And implant mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Additional patient codes (f10): 2091/swelling; 1932/inflammation. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system that is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a new follow-up report will be send.

Manufacturer narrative:
Additional patient codes (f10): 2091/swelling; 2104/tissue damage. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 2 years after the dental implant was placed in ada site 5 in the patient's mouth, the implant lost osseo- integration. The clinician noted the patient's infection, pain, inflammation, bone loss, swelling, poor bone quality/qty. And implant mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.